Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic difficulty was expected as the patient had extensive calcification, lack of interventricular septum and a type 1 bicuspid valve. The patient also had very poor left ventricular function and was in heart failure, so the transcatheter aortic valve implant procedure was performed with percutaneous cardiopulmonary support (pcps). The calcification of the native valve leaflet was ¿extremely¿ strong, and there was difficulty crossing the wire. After, a pre-balloon aortic valvuloplasty (bav) with the non-medtronic balloon (inoue) 29 millimeter (mm) valve was placed. However, at 80% deployment, on both fluoroscopy and the echocardiogram, the left coronary cusp (lcc) side was not attached. It was determined that the size did not match. The 29 mm system was removed and a 34 mm was attempted. However, the valve was inhibited by the calcification, which caused an ¿inflation defect¿ (under-expansion). The valve depth was changed once, but the ¿inflation defect¿ did not improve. It was reported that the "inflation defect" was thought to have occurred because the size was large. As result, the 34mm system was removed. It was then decided to try again with a 29 mm. In order to avoid under-expansion of the valve, an additional bav was performed using a 20 mm balloon, and the valve was deployed. Although, it was reported that the valve was "somewhat squashed" due to calcification, it was determined that there was improvement compared to the initial 29 mm placement, so the valve was released. Mild paravalvular leak (pvl) was reported. Afterwards, a post-bav was performed with a 22 mm balloon. Although the mild pvl remained, the procedure was completed. The patient was discharged home. No adverse patient effects were reported.